Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. External insulation abrasions were noted on 7.1-7.3cm, 7.2-7.4cm, and 13.0-13.3cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. External insulation abrasion was noted at 14.0-14.6cm from the connector pin consistent with lead friction to ICD can. The etfe coating of one of the svc conductors was abraded at this location. (B)(4). (B)(6).